Event description:
Pt reported that in 2004, their fingers were feeling numb, so they tested their blood glucose, which was 376 mg/dl. They then checked the device's insulin cartridge and the amount of insulin had not decreased as expected. Pt then successfully delivered a 25-unit bolus, but later they could not feel the device delivering the basal, so they removed and reinserted the battery. Since that time the device has functioned ok except for recurring occlusion errors and electronic errors.